Event description:
Customer reports the cell wash bottle leaked onto the floor causing a slip hazard. No operators were injured and no patient samples were involved. Customer ordered a cell wash bottle/valve and refused service. Customer confirmed the new bottle/valve was received and that it resolved the issue.